Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that a revision procedure was performed three days post implant as the patient had bleeding unrelated to the implant procedure. At the revision procedure it was noted that threshold measurements had increased. Efforts to reposition the rv lead were unsuccessful as the helix would not extend or retract. Additionally, the atrial lead was inadvertently pulled out of position and the helix would not extend or retract while trying to reposition this lead. Both leads were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was partially extended. Resistance testing] found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.